Event description:
Prior to implantation, and while performing an aortic graft replacement and an aortic valve repair, physician reported a collagen peel off on the inside of the graft. The peeled off portion of graft was cut and the remaining portion of graft was implanted.

Manufacturer narrative:
Evaluation summary: the non implanted portion of graft was returned to the manufacturer in a sealed container. The graft was handled at the institution: the sample was blood contaminated and cut at both sides. No defect was observed on the external side of the graft. Visual examination confirmed that a thin collagen layer was coming out of the inside of the graft (2 cm long), as if the collagen coating has been mechanically removed during handling. Two products coated on the same period than the complaint device were evaluated. The visual examination evidenced no product abnormality. The grafts underwent water permeability testing. Test results indicated values well below product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on three grafts coated the same day than the complaint device indicated values well within product specifications and no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Evaluation summary: the non implanted portion of graft was returned to the manufacturer in a sealed container. The graft was handled at the institution: the sample was blood contaminated and cut at both sides. No defect was observed on the external side of the graft. Visual examination confirmed that a thin collagen layer was coming out of the inside of the graft (2 cm long), as if the collagen coating has been mechanically removed during handling. Two products coated on the same period than the complaint device were evaluated. The visual examination evidenced no product abnormality. The grafts underwent water permeability testing. Test results indicated values well below product specifications. Note that during this testing, also designed to assess the collage adherence, no poor collagen adherence was noticed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on three grafts coated the same day than the complaint device indicated values well within product specifications and no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product IFU clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.